Event description:
The tip and/or balloon of an arterial embolectomy catheter, model 120804f, became detached during an arterial embolectomy procedure of the left leg. Intervention utilizing a second embolectomy catheter was attempted. However, it was unable to be determined if the catheter tip and/or balloon were retrieved from inside the pt. Reportedly, the pt's condition was asymptomatic as a result of this incident. The directions for use for the edwards lifesciences model 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove the adherent material.